Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported conflicting sars results for 1 asymptomatic consumer. The consumer communicated they first tested positive and then tested negative twice the next day. No additional confirmatory testing had been completed.